Event description:
It was reported that after implantation of a 3.0x15 promus rx stent on (B)(6) 2010 in the left circumflex (lcx) coronary artery, the patient presented on (B)(6) 2013 with ischemic symptoms lasting 10 minutes or longer, moderate jaw and chest pain, general weakness, bradycardia, and cardiac changes (confirmed bundle branch block). The patient was given nitroglycerin and aspirin, which relieved the symptoms. While the initial troponin enzyme level for the patient was negative for a myocardial infarction, a subsequent test yielded a troponin level of 0.81. A non-st-elevated myocardial infarction was diagnosed. Diagnostic catheterization was performed on (B)(6) 2013 with no percutaneous coronary intervention and the patient was placed on dual antiplatelet therapy. The diagnostic angiography revealed a diffusely diseased lcx that fills slowly with timi flow grade ii; the myocardial infarction is related to the occlusion of the saphenous vein bypass to the ramus to the lcx, however, there was no indication of a need for percutaneous coronary intervention at that time. The patient was discharged in stable condition on (B)(6) 2013 with prescribed prasugrel and aspirin. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, ischemia, bradycardia, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.